Manufacturer narrative:
We have not received the complaint device for evaluation. The hospital is in the process of returning this device to us for investigation. Until the product is returned from the hospital, we remain inconclusive on the exact nature of the complaint. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The current rate of occurrence for this failure mode is within our expected rate of occurrence. No action is needed at this time. There was no harm to the patient because of this incident.

Event description:
During a carotid endarterectomy procedure, blood failed to flow properly through the common carotid arm of the f3 carotid shunt. So, the surgeon removed the shunt from the patient's artery. There was no harm to the patient because of this malfunction.